Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was difficult to insert into this cardiac resynchronization therapy defibrillator (crt-d) header. Reportedly, the header was banged on, to get the lead into the header. Almost 3 weeks later, an alert was triggered for an out of range shock lead impedance (sli) measurement greater than 3000 ohms. Additionally, it was reported that the rv threshold showed no capture at maximum output and transthoracic impedance noise was seen, at a very low level. The physician wanted to revise the lead. However, before the operation, the patient refused a revision. As sensing appeared to be okay and sli was normal, the device was reprogrammed accordingly. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was difficult to insert into this cardiac resynchronization therapy defibrillator (crt-d) header. Reportedly, the header was banged on, to get the lead into the header. Almost 3 weeks later, an alert was triggered for an out of range shock lead impedance (sli) measurement greater than 3000 ohms. Additionally, it was reported that the rv threshold showed no capture at maximum output and transthoracic impedance noise was seen, at a very low level. The physician wanted to revise the lead. However, before the operation, the patient refused a revision. As sensing appeared to be okay and sli was normal, the device was reprogrammed accordingly. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.